Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Analysis was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). The pump was received with cracked case on display window corners, scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the pump had a high blood glucose level. The blood glucose at the time of the incident was 11 mmol/l. Mother states the customer has been having high blood glucose level. Troubleshooting was performed and setting was accurate. The high pressure test was performed and was under what is expected. Discovered the drive support cap was indented and was missing the dome label sticker. The device will be returned for analysis.